Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
The titanium adapter separated from the patient adapter unexpectedly. The set had been used for 43 days and the patient had been on automated peritoneal dialysis for 43 days. There was no patient injury or medical intervention.